Event description:
Event description: guidant received info that the pt with this extendable/retractable lead system was scheduled for a repositioning procedure. The atrial lead dislodged. The physician questioned the ventricular lead position as the lead could not capture in unipolar configuration, but could in bipolar. Review of a chest x-ray indicated good ventricular lead placement.